Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band ap system is major surgery and death can occur." "Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."

Event description:
Doctor reported events of death from journal article, "predicting risk for serious complications with bariatric surgery", annals of surgery, vol 254, number 4, october 2011. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 3 cases of death listed in table 2 of the article.